Event description:
It was reported that during a hemi-hepatectomy procedure the device would not fire. The device was removed and inspected and re-introduced into the patient. The device was clamped onto tissue and still would not fire. The surgeon applied considerable force to fire and the handle broke. The device did not fire; however, when the cartridge was inspected, some staples were loose at the proximal end; however, none were at the distal end. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Event description:
It was reported that post op a sagb procedure, the patient presented with gastric pain was diagnosed as having gastric erosion. The band was removed. The patient has never been treated for slippage, the patient was compliant with dietary regime, and the patient was not taking medications at the time this event occurred. The patient's fill history is not available. The patient's total weight loss was 125lbs at the time of explant. The patient is doing fine.

Manufacturer narrative:
(B) (4). (B) (4). Firing trigger handle. The analysis showed that the scw45 device was received with the firing trigger handle and with a white reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.